Manufacturer narrative:
Device received with critical pump error and unable to download due to moisture damage on the electronic assembly. The motor and force sensor had moisture damage. The battery tube was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test,prime test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error unable to verify a broken force sensor was detected during seating or regular delivery error alarm due to download anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 121 mg/dl at the time of the incident. Customer also stated that insulin pump had pump error and also there was water in the battery compartment and water droplets behind the screen. Self-test did not perform by customer. The insulin pump will be returned for analysis.